Event description:
The pt fell on the ice. Afterward she was not able to feel stimulation, but the implantable neurostimulator still worked. The pt was able to turn it on and off. The pt had lost weight and the device stuck out. She got her implantable neurostimulator caught on a doorway and the device stopped working. She was unable to communicate with it using the recharger or her pt programmer. The neurostimulator felt tilted. The pocket was sore and swollen. Approx two weeks later the pt was seen in clinic. The field rep was notified of the pt condition. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).